Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06183. It was reported during a percutaneous coronary intervention with rotational atherectomy treatment procedure, perforation occured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). An unspecified 6f guide catheter and a non-bsc guide wire were inserted into the patient and the lesion was pre-dilated. The guide wire was then exchanged for a rotawire and a 1.25mm rotalink plus device was advanced to treat the lesion. Ablation was then performed at a speed of 200,000 rpm. Upon the 7th ablation, it was noted that a perforation occurred. Dilation with an unspecified 2.0mm balloon and the deployment of a non-bsc stent were unsuccessful at treating the bleeding. Eventually, hemostasis was achieved through a surgical procedure. The patient recovered and was discharged from the hospital 30 days later. No additional patient complications were reported.